Event description:
It was reported that a user experienced recurrent low blood glucose events while using the ilet system, based on blind survey data, and expressed concern about frequent ingestion of glucose tablets, candy, or sugary beverages to treat these lows. Symptoms included hypoglycemia. Outcomes included the need for user self-intervention to manage episodes.

Manufacturer narrative:
Investigation included a review of available complaint details and user-reported information. Investigation of this case revealed that the cause of the reported hypoglycemia was unclear. It was concluded that the event involved hypoglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.